Event description:
The rptr stated that a pt had a spinal surgery procedure on (B)(6) 2011. The procedure was a t12-l3 fusion and plif (posterior lumbar interbody fusion) at vertebra level l2-3. Since her surgery was performed, the right l1 pedicle screw was observed to have broken. The pt will be having another surgical procedure to correct the problem soon. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been explanted and received for evaluation. An investigation has been initiated based upon the reported info.